Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited noise. The device was surgically explanted and replaced. Additional information was received that the source of the noise was believed to be caused by the atrial lead header port. During the device check prior to explant, atrial noise was noticed that resulted in oversensing and inappropriate atrial tachy response (atr) episodes. The physician tested the atrial lead during the procedure and was unable to recreate the noise and there was no visible damage to the lead. This was verified once the new can was connected and there was no visible noise with manipulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited noise. The device was surgically explanted and replaced. Additional information was received that the source of the noise was believed to be caused by the atrial lead header port. During the device check prior to explant, atrial noise was noticed that resulted in oversensing and inappropriate atrial tachy response (atr) episodes. The physician tested the atrial lead during the procedure and was unable to recreate the noise and there was no visible damage to the lead. This was verified once the new can was connected and there was no visible noise with manipulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited noise. The device was surgically explanted and replaced. No additional adverse patient effects were reported.